Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the compact plus system within 2 minutes: 3.4 mmol/l, 4.2 mmol/l and 2.1 mmol/l. The customer felt light-headed at the time of the results and ate a snack (unspecified). No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).